Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and the target nodule was in the right upper lobe. The procedure was completed as planned with no delays. Upon waking up from anesthesia, the patient complained of chest tightness. A chest tube was placed to immediately resolve a pneumothorax that was identified. The chest tube was removed the next day, and the patient was subsequently discharged home. The physician believed that the pneumothorax was related to fine needle aspiration biopsy and it would have likely occurred via another modality. There was no device malfunction associated with the event.